Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual and dimensional assessments were performed on the device performed on the device it was observed that the device was fractured at the retaining groove. Therefore, the reported condition was confirmed. It was determined that it was unlikely that the device left the factory in this condition as there was a 100% motor insertion test on the device. It could not be determined where the fracture occurred. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the cutting burr device was broken. According to the report, when the device was taken out of the packaging, it was observed that the device was broken at the end that should be inserted into the attachment device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.